Manufacturer narrative:
The reported event of intermittent capture was confirmed. A complete lead was returned in one piece. Electrical tests found an internal short. Further testing found the cause of the internal short was due to abrasion of the inner insulation from external forces at 53.3cm to 54.0cm from the connector pin, which would have led to the reported event of intermittent capture.

Event description:
It was reported that the right ventricle lead exhibited intermittent capture. The lead was capped and replaced on (B)(6) 2021. Patient was stable.